Event description:
The customer returned the device stating, ¿the keypad was worn¿; during device evaluation it was found the seals were separating from the plate. The event occurred during testing.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the keypad was worn¿ was confirmed through visual inspection. Keypad is worn and seals are separating from plate. The keypad was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.